Event description:
The user facility reported that an employee experienced inhalation/irritation and became unconscious after breaking a sporview self-contained biological indicator. The user facility did not disclose if medical treatment was sought or administered.

Manufacturer narrative:
Crosstex has contacted the customer to obtain additional information regarding the reported event; however, to date we have not received additional information. The bi media is trypiticase soy broth (tsb) and is non-toxic. The sporview self-contained biological indicator instructions for use states, "caution: after processing the bi is hot and under pressure. Always allow to cool for ten (10) minutes before crushing. Activate the processed bi within 8 hours after processing by gently crushing the inner glass media tube using a vial crusher." A complaint review indicates this to be an isolated event. No additional issues have been reported.